Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: other component malfunction.

Event description:
Major pump unit(s) involved: external control system failure. Additional text: motor power spikes. Specific component(s) involved: other component malfunction. Additional text: other component: work up for source of power spikealarms-reason not determined. Causative or contributing factor: no specific contributing cause identified other cause: intervention(s): none. Other intervention : implant device type: lvad.